Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the reported inaccurate placement of the contra limb during implant could not be determined from the films provided. The films returned during implant showed that the contra limb had been implanted proximally up to the level of the flow divider (markers aligned), and distally into the distal portion of the left common iliac artery. The distal limb was implanted approximately 1cm above the internal iliac artery bifurcation. Images during implant of the contra limb were not seen in the returned films, and no issues were seen from the films returned. CT¿s from 2-months post-implant again showed no stent graft integrity issues. The iliac arteries were non-tortuous; however, the distal section of both common iliac arteries contained significant calcification. It is possible that the reported inaccurate delivery was anatomy related; the calcified left iliac artery may have contributed.

Event description:
An endurant evo stent graft system was implanted in a patient for the endovascular treatment of a fusiform 5.3 cm in diameter abdominal aortic aneurysm. Bilaterally there is mild tortuosity in the iliac limbs. The investigator indicated that the endurant evo stent grafts were successfully implanted. However, it was reported that during implantation of the endurant contralateral iliac limb the positioning less accurate. There was no intervention performed. No clinical sequelae were reported and the patient is doing fine. Please note that this device, endurant evo, is not marketed in the united states; however, it is similar to the united states marketed device, endurant ii. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.